Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl). The patient attempted to administer correction boluses using the pod but was unsuccessful at reducing bg levels. The patient was then admitted to the hospital with a ketone level of 4.0. No further information is available.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the device did not find any issues with the cannula assembly or fluid path that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Updated with lot number and manufacturing date. Updated with expiration date